Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the u-groove in the pump casing was damaged. The reporter was not able to provide further information during the initial complaint. There was no allegation of an adverse event associated with this complaint. The user manual instructs the user to contact animas if damage is suspected. This complaint is being reported because there was not enough information provided to rule out.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the u-groove was cracked. Unrelated to the original complaint, the battery compartment was cracked near the top right corner of the grip pad.